Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35w 6/box lot # 73f1800459 was manufactured on 06/18/2018 a total of (B)(4) pieces. Lot was released on 06/28/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. However, two staples were partially formed incorrectly , and the trigger was partially engaged. The stapler was received with 35 staples left, including the 2 partially loaded staples. Reference file (B)(4) for investigation photos. First, the two partially loaded staples were manually removed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the next staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All five staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. Reference files (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "clip jamming" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that the clip jammed.